Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer charges the pump it became hot. There were no temperature alarms noted. There was no patient involvement, as the customer was not using the pump for insulin therapy at the time of the event.